Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, on the second inflation at 20 atmospheres, the balloon ruptured and a vertical tear was noted. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.